Event description:
It was reported that the patient experienced a low glucose event with a sensor-reported blood glucose of 53 mg/dl while using a libre 3 plus sensor with the ilet system, followed by recovery to 108 mg/dl after ingestion of oral glucose tablets; the caregiver initially could not view data in the app but later regained visibility. Symptoms included none reported at the time of the call, with the patient asleep and without apparent neuroglycopenic or autonomic signs. Outcomes included resolution of the low glucose without need for emergency care or hospitalization. Investigation included remote troubleshooting and education, including guidance to confirm current glucose and verify sensor connectivity within the ilet app. Investigation of this case revealed no confirmed device malfunction, with the cause of hypoglycemia remaining unclear and sensor data accessibility transiently unavailable before normalizing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.